Event description:
On 09/27/91 the ipp device was implanted. On 05/13/92 and 01/27/93 the cylinders were revised. On 05/27/97 the reservoir was revised. On 07/03/97 the entire device was removed from the patient and replaced because "there were several pin hole leaks in the left cylinder."